Manufacturer narrative:
Date sent to the FDA: 01/20/2021. Additional information: a1, a2, b7. Additional b5 narrative: it was reported that the patient experienced recurrent incisional hernia following surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent ventral hernia repair surgery on (B)(6) 2015 during which the surgeon noted adhesions to the previously placed mesh, which not only torn, but pulled free from the superior aspect. It was reported that the patient experienced severe pain, adhesions, bulging, inflammation, loss of appetite, stress and anxiety. No additional information is provided.